Event description:
It was reported that the uv flash transfer set patient connector was difficult to connect to the locking titanium adapter when the transfer set was replaced. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13b06040 was completed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing, clear passage testing, and clamp function testing was performed with no issues noted. There were no leaks found during the seal surface test. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.